Event description:
Non-physiological noise was reported. The patient had recently received trauma to the chest area from a cow/bull. Noise spikes for atrium and ventricle were occurring at the same time. It was suspected that either the device header was damaged during the trauma assault or lead insulation disruption occurred. The device and the right ventricular lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.